Event description:
It was reported that the patient's device was in a power on reset (por) condition. The patient had difficulty receiving adequate stimulation "for quite a while." It was not clear, however, whether this difficulty was caused by the patient programmer or the ins. The battery voltage was stated to be greater than 3.9 volts (while the device was turned off in por condition). It was also stated that the device was near the end of life. No further details, patient symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).